Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker and the leads had moved from its original position. Subsequently, the patient underwent a pocket revision, and this right atrial (ra) lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.